Event description:
A customer reported a temperature alarm during use. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support educated the customer on avoiding exposure of the pump to extreme temperatures, and after loading a new cartridge, the pump resumed normal operation.